Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. The patient reported that he didn¿t like his current ins because he didn¿t like the recharging aspect. The patient reported that the previous ins was better because he now had to lay on the charger for 3 to 4 hours which was hard on his back. The patient reported that he got 3 to 4 uses before he had to charge the ins again. The patient reported that when his ins was working before he had a hard time turning it on and off. The patient reported that the ins will not come on at all since (B)(6), even though he¿s fully charged the ins. The patient reported that he needed the ins to turn on because his back had been hurting so bad. The patient started a normal charging session during the call and the ins was charging towards the first quartile. It was reviewed that the ins needed to be past a certain voltage before stimulation could be turned on again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturing representative (rep). The rep initially called stating that the patient is reporting the programmer would not turn stimulation on and off. Patient services reached out to the patient, and the patient confirmed they were still seeing poor communication on the programmer and reposition antenna on the insr. The patient reported the same issue that he was intermittently able to turn stimulation on/off with the programmer, and the issue started a year ago. Patient services reviewed that this was still the same issue reported the last time patient called in and needed to be addressed by a healthcare professional (hcp). The rep reported conflicting information. The rep reported the patient said he could charge and was able to turn the device on and off with the recharger. The rep called in at a later date reporting that the patient stopped feeling stimulation in (B)(6) 2017 and last charged in (B)(6) 2017. The rep had performed a physician recharge mode. The rep reported impedances were fine, and the patient was getting good coverage. The rep also reported the patient programmer worked fine without the antenna attached but not with the antenna. The rep's antenna did work with the patient's programmer. A replacement programmer was sent to the patient. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) reporting that the patient programmer would not turn the implant on/off. The patient had been in and out of the hospital a lot for stents, pneumonia, and parkinson¿s which were confirmed to be all unrelated to the device. The patient had not been using the stimulator and it would not work. The patient had unrelated scar tissue built up around their sciatic nerve because they took a disc out and the patient was scarred from it. It was confirmed that the disc surgery was unrelated to the device or therapy. The patient had not charged in at least a month. The patient used the implant when they walked because it made their walking easy. It was noted that the patient liked their older systems better. During the call, the patient tried to communicate with the patient programmer and got poor communication and got reposition antenna with the implantable neurostimulator recharger (insr). When the patient pressed the end charge button, the insr battery status showed at half. It was noted by the patient services agent that the consumer seemed confused during the call and had thought that the insr battery status wa s indicating the ins status. It was reported that these events started in (B)(6) 2017 or before. No further complications were reported.